Event description:
Customer states no display when powered on. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.